Event description:
It was reported that the infusion pump was involved in an overinfusion of a ntg solution. Reportedly the pump was programmed to deliver at 3 ml/hr, however the 250 ml solution container infused in only one hour. There was no adverse pt outcome and no medical or surgical intervention was required.